Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited high pacing impedance and failure to capture. It was also observed via fluoroscopy that the lead had fractured. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.